Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that no insulin was seen exiting the tubing during the fill tubing step. Customer's blood glucose was 286 mg/dl. Reportedly, the supplies were changed to address the event.